Event description:
It was reported that during the procedure in the distal right coronary artery with mild calcification and a total occlusion, the 2.25x28 xience v balloon ruptured prior to stent deployment at unspecified atmospheres. The stent delivery system was removed from the anatomy with the stent intact. The target lesion was successfully treated using a new 2.25x28 xience v stent system. There was no adverse patient effect or significant clinical delay in the procedure. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the stent delivery system (sds) noted blood visible in the balloon, guide wire lumen and on the shaft, consistent with a leak while in the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers. There were stretched struts in the proximal end of the stent implant. Since this damage was not reported in the incident information, the stent damage may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The distal end and middle portion of the balloon were tightly folded. The proximal end was loosely folded consistent with an inflation attempt. A new indeflator was filled with water used in attempt to inflate the balloon to the rated burst pressure (rbp) of 16 atmospheres, when it was observed that fluid was coming out from a tear in the balloon distal to the distal balloon marker, for a length of 1 mm. Factors that may contribute to a tear in the balloon include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy and/or guiding catheter/guide wire. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the protective sheath is placed over the balloon. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the rbp prior to release. There was no report of any leak or damage to the sds noted during preparation for use, which would suggest that the balloon was not damaged prior to use and that a product deficiency did not contribute to the difficulties experienced during the procedure. The patient anatomy was reportedly mildly calcified which likely contributed to the difficulties. It is likely that the balloon material was damaged (scratched) during interactions with the calcified lesion. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents, there is no indication of a lot specific product quality deficiency. Based on the investigation, there is no indication of a product quality deficiency.